Manufacturer narrative:
After the procedure, the hospital discarded the product. (B) (4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the staff discovered the tissue welder's boot cover already split open. The device was not used in the patient at the time the event occurred. A replacement kit was used to complete the procedure. The hospital did not report any patient complications.